Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances with most values being >40,000. Patient had 3 usable contacts. Pt reports loss of therapy, increased pain, and a return of pain. Pt is debating whether they want a lead revision and will let the rep know. The cause is not known. No falls or trauma reported. Issue still ongoing as pt will take time to decide if they want to pursue surgery for revision. Healthcare provider (hcp) aware of oor impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.